Event description:
The clinician was infusing normal saline with 20 meq kc/litre. After about 25cc, the site infiltrated at the insertion site or near the catheter tip. Only 2-3cc infiltrated, although 50cc was delivered. When drawing back with a syringe to determine the location of the infiltration, air and blood came back. The catheter was discontinued and a new device was inserted. There was no harm to the pt and no blood exposure as a result of this incident. The clinical specialist was uncertain whether there was a problem with the catheter or the quality of the pt's veins.

Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).